Event description:
A review of service data detected a reported problem. Upon servicing, electrode belt sn (B)(4) failed a pulse test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a pulse test. The cause for the test failure was isolated an intermittent connection for the pulse wires in ECG b. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any problems.